Manufacturer narrative:
The customer resolved the issue themselves, and provided no repair information. If further information is provided, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has a black screen. The unit was suspended and immediately replaced with other equipment. There was no causalities reported.